Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between may 27-28, 2025. H11: the actual device was received for evaluation with 228 ml of fluid in the bladder. A visual inspection was performed and did not identify any physical abnormalities, such as air bubbles inside the tubing line or drug precipitates inside the bladder, that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed at the distal luer of the sample. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication did not flow through a large volume infusor. The issue was described as, when the patient opens the blue cap, nothing comes out". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.